Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that surgeon performed a revision on patient's right knee. A poly exchange was performed involving a lateral release. A small osteophyte was removed. Surgeon reported that the poly had significant wear posterior lateral. Also wearing posterior side of ps post medial.